Event description:
The rhythmstar (by rhythmedi, laurel nj) heart monitoring device (4013365) is a fatally flawed design and the device malfunctioned. To activate the device to mark/record a cardiovascular event the manufacturer instructions state and the manufacturer confirmed (via phone call) to rapidly tap the face/surface of the device twice with your knuckles. However, tapping the device in this manner fails to activate the device. I had to resort to repeatedly impacting the device with the heavy end of a dinner knife (or other impacting object) to get it to activate and even then it did not consistently activate. I estimate the device failed to activate for approximately 40% of my events. Thus, important cardiovascular events relevant to my on-going heart issue were missed and my physician will have no knowledge of these events. This may lead to a failure to treat arrhythmias or other critical findings. Anecdotally, the device seemed to have more difficulty with activating as the time was remote from charging, even when it was well within the indicated time that it should hold a charge. I wore this device for a 2 week period of time; the activation problem existed for the full duration of wearing the device (6/21/24-7/7/24; duration was extended for 3 days due to activation problems). During this time, I contacted the manufacturer 5 times to discuss this problem with them. I requested a replacement device, which they sent, but both devices performed similarly with inconsistent, failure to activate. I asked rhythmedi for a solution but a promised phone call from a manager was never occurred. Consequently, I spent many hours on the phone with them I have my phd in bioengineering, have designed biomedical devices and am a professor in bioengineering at the university of (B)(6); in my professional opinion, this device needs to be removed from the market given its flawed design. Most patients will not resort to impacting the device with an object as I did, and consequently they will miss recording even more important events than my 40% fail rate. As an aside, my chest is now bruised where the device was located given that I had to impact the device when attempting to activate it. This is especially problematic when one of the events that patients are to record is chest pain. Please feel free to contact me for additional information. There were no tests performed relevant to this device malfunction.